Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2007, and right total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reported patient underwent a left hip revision procedure on (B)(6) 2009, due to patient allegations of elevated metal ion levels, pain, inflammation, dysfunction, loss of range of motion, lack of mobility, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2009 due to pain and stiffness. Operative report noted the presence of scar tissue and no evidence of metal staining, metallosis or infection. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-04035 / 04038).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2007, and right total hip arthroplasty on (B)(6) 2007. Legal counsel for patient reported patient underwent a left hip revision procedure on (B)(6) 2009, due to patient allegations of elevated metal ion levels, pain, inflammation, dysfunction, loss of range of motion, lack of mobility, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.